Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure the implantable cardiac monitor (icm) detected pause episodes which appeared to be loss of contact. The icm remains in use. No patient complications have been reported as a result of this event.